Event description:
Additional information was received for this case. Additional information received reported that the patient was hospitalized for multi-resistant bacteria urinary tract infection and expired 48 hours later due to septic shock. The investigator assessed the sepsis leading to patient death was not related to the device or procedure.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of thoracic aortic aneurysm in zone three. Calcification of the main vessel access was non-circumferential calcification but it was greater than 50%.the maximum aneurysm diameter was greater than 6.0 cm. The proximal aorta was 30 mm in diameter and 35 mm in length. The distal aorta was 28 mm in diameter an d 10 mm in length. The right access vessel was 7 mm in diameter and the left access vessel was also 7 mm in diameter. It was reported that the patient expired due to an unknown cause. No other information has been provided.